Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm®. Patient developed redness and pain in the ck3 area. Hcp confirmed there was a vascular occlusion and requested the patient come to the clinic immediately for a hyaluronidase treatment. Hcp noted after "a few rounds of hyaluronidase", the symptoms resolved.